Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a drainage procedure in the bile duct of a patient (event date, patient age, sex, and weight are unknown). During the procedure, the push catheter broke at the proximal end near the hub. Attempts were made to obtain additional details regarding the condition of the patient and the procedure. No information has been provided to date. If additional information is received regarding details of the patient or procedure, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic gastric bypass procedure, leaking gas during the procedure, which required insufflating the patient with much larger doses of gas than necessary in order to maintain pneumo. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.